Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported was likely the result of acetabular liner wear due to third body wear. No information provided in the following section(s): a4, a5, b6. The following section(s) have additional info: d10. G4, g7, h1, h2, h3, and h7.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 19 months postop the initial right tka on this (B)(6) y/o female, weight (B)(6) lbs. The surgeon revised the liner for ¿premature polyethylene wear¿. Patient was last known to be in stable condition following the event. Devices will be returning.